Event description:
It was reported "PICC line and dialysis catheter insertions placed in patient on august 6th. Chest x-ray done after placement of both catheters- the film showed a fragmented piece of wire but was not discovered or noted by staff until patient had CT yesterday and it was evidently noted a retained wire in the patients lung. It was removed by ir yesterday and sent to pathology. Risk management notified internally. Vascular access nurse did note that insertion of PICC line was very difficult to place due to the patients medical history and anatomy."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one fragment of 3cg/tls stylet. The fragment included a portion of the plastic tubing covered region, including the distal tip. A bend was observed in the fragment. Abundant deformation was observed at the break site. Microscopic inspection of the break site confirmed extensive deformation of the tubing. The break exhibited an irregular, elliptical cross-section, material buckling and discoloration. The tubing wall thickness and outer diameter were measured at several points using a digital microscope and found to be within manufacturing specifications. Kinking of the polyimide tubing, advancement past the tip of the catheter during insertion and advancement against resistance may have been contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ device evaluaton findings are in the manufacturer's narrative.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp4381 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "PICC line and dialysis catheter insertions placed in patient on august 6th. Chest x-ray done after placement of both catheters- the film showed a fragmented piece of wire but was not discovered or noted by staff until patient had CT yesterday and it was evidently noted a retained wire in the patients lung. It was removed by ir yesterday and sent to pathology. Risk management notified internally. Vascular access nurse did note that insertion of PICC line was very difficult to place due to the patients medical history and anatomy."